Manufacturer narrative:
Investigation: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and si ze/shape of the native anatomy. In this case, it was noted that positioning with the wire was difficult as extrasystole occurred and the blood pressure dropped. However, the cause of the reported dislodgement could not be conclusively determined with the evidence available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Damage was observed on the threading of the screw gear, which typically occurs when increased forces are present in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was also observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially during tracking through the patient anatomy. A buckle was observed in the capsule at the proximal end of the capsule, which confirmed the reported damage. A review of procedural images confirmed a good valve load, the difficulties reported during deployment, and that damage was present on the dcs capsule following removal from the patient. The imaging provided could not confirm the patient's condition during the event. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the difficulties experienced during deployment and the multiple recaptures may have contributed to the capsule damage, but this could not be conclusively confirmed. Hypotension is a known potential adverse effect per device indications for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and the cause of the hypotension and its potential relationship to the dcs, or the capsule damage, cannot be established. Updated data: method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully closed and slightly over captured. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A buckle was observed in the capsule at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previously implanted surgical valve, loading was completed without issue. A tactile and fluoro check were performed. Three attempts were made to implant the valve. With each attempt the valve dislodged and migrated deep into the left ventricular outflow tract (lvot). During the first attempt, the valve was moving up and down while being positioned. The physician was not able to work more with the wire because the patient would go into extrasystoles and the blood pressure would drop. The pacing was 140 beats per minutes (bpm). The final recapture was reported to be completed fast and the delivery catheter system (dcs) was about 90% closed as an audible crack could be heard. The dcs was withdrawn into the descending aorta where it was fully closed. The dcs and wire were withdrawn so the patient could recover from a drop in blood pressure. Resuscitation and extracorporeal membrane oxygenation (ECMO) were needed to help the patient recovery. It was noted that the capsule of the dcs was damaged. The valve was able to be removed from the dcs outside the body because the capsule had not completely separated. Subsequently, a non-medtronic valve was implanted. No adverse patient effects were reported.